Event description:
On an unknown date in 2008, a patient was implanted with hardware from l2-s1. Patient had solid fusion at those levels with no issues with the hardware. On an unknown date, the patient presented adjacent level disc disease at the l1-2 level. Patient underwent revision surgery. The hardware from the surgery in 2008 was removed and the doctor replaced it with the uss dual opening from t10-illium. Uss variable angle screws were placed at the l2 level. The hardware removed was the clickx with pop on heads from l2-l5 and the pangea at s1. The revision was completed without any adverse consequences for the patient. This is report 21 of 21 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: additional classification codes mni, mnh, kwp, kwq. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.